Event description:
The following has been reported: "biomed received a pump that's making some really funky noises when it first tries to calibrate and now we have had multiple "cassette loading problems" with and without a cassette actually being loaded on the pump" this pump was being used for testing/training and they did select multiple units/departments. Pump was never used on a patient, no patient harm, did not stop an active infusion and did not delay therapy. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. No drag was initially observed with the pins. An infusion was performed which completed without issue. An internal investigation was performed and no damage could be identified. Fva was inspected and no evidence of contamination was present, pin channels also clean. Pump was reassembled and passed another infusion.